Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely no ultrasound image is displayed due to corrosion on ultrasonic connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service center indicates that no ultrasound image was displayed. There was no patient involvement.